Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 390 mg/dl at the time of the call, and 90 mg/dl before going to bed. The customer took too much insulin before bed and turned off pump notifications so as not to wake their spouse. The customer was given glucose tablets, glucagon, and sandwiches to treat. The customer experienced symptoms such as making noises and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer over estimated the carbs for their dinner. The customer woke up with a high of 338 mg/dl which they treated for with the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.